Event description:
It was reported that the right ventricular lead exhibited gradual increase in pacing impedance and capture thresholds since august. Programming changes were discussed, no intervention was performed. There were no patient consequences.